Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was inserted. The 31mm wds was deployed, and after several recaptures the physicians elected to change to a 35mm wds. The 35mm wds was deployed and released. Upon release, the patient's blood pressure dropped, and intra-cardiac echocardiography (ice) detected a pericardial effusion. Pericardiocentesis was completed to treat the effusion. 1500cc of blood was removed and given back to the patient via a venous sheath. There were no further patient complications, and the patient was discharged two days later.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was inserted. The 31mm wds was deployed, and after several recaptures the physicians elected to change to a 35mm wds. The 35mm wds was deployed and released. Upon release, the patient's blood pressure dropped, and intra-cardiac echocardiography (ice) detected a pericardial effusion. Pericardiocentesis was completed to treat the effusion. 1500cc of blood was removed and given back to the patient via a venous sheath. There were no further patient complications, and the patient was discharged two days later.

Manufacturer narrative:
H6: impact code added.